Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was admitted to the hospital for septicemia caused by (B)(6) of unknown etiology. The physician explanted the entire system. Presence of vegetation noted on the right atrial lead. The patient was in stable condition post-procedure.